Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9351230. Medical device expiration date: 2021-04-30. Device manufacture date: 2019-12-17. Medical device lot #: 0087279. Medical device expiration date: 2021-08-31. Device manufacture date: 2020-03-27. Medical device lot #: 0196225. Medical device expiration date: 2021-11-30. Device manufacture date: 2020-07-14. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from 3 lot numbers (9351230, 0087279, 0196225) provided from bd inventory were evaluated by functional testing and no issues were observed relating to draw volume as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes there was under-fill or low draw of a tube with blood this event occurred 3 times. The following information was provided by the initial reporter. The customer stated: they "cannot obtain more than 1ml draw in the 2ml serum tubes".